Event description:
It was reported that the customer fell in the water while wearing the insulin pump. The mother stated that the device alarmed after the infusion set was changed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of corrosion on the interface board and the radio frequency board.